Event description:
Venipuncture done with 20 angiocath without difficulty. Then screwed saline lock onto angiocath without difficulty to obtain blood specimen. Leakage from angiocath occurred when tried to screw on saline lock. Unable to draw labs, unable to attach saline lock, and angio cath removed from arm. Patient required another IV line start.